Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment on (B)(6) 2014. Testing found that the computer of the imaging system required replacement. The replacement was performed on (B)(6) 2014. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Testing found that the hard drive would not start up, which indicates a disk boot failure. This confirmed an electrical failure due to no power being supplied. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when starting up the imaging system, the system states "initializing please wait." Restarting the system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.